Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that an audible alarm regarding a low battery had occurred. The pump went in to safe state, and was delivering at a rate of 24ug/day. Multiple motor stalls with recoveries occurred. On (B)(6), the pt started to have withdrawal symptoms. The pt was noted as having been "significantly more spastic today vs. Months". The pt was further described as being extremely spastic. The medication delivered via the pump was compounded baclofen (400 mcg/ml, 1100 mcg/day). On (B)(6) 2011, it was further reported that pump was checked (B)(6), however, the alarm was not confirmed by telemetry. The health care provider at that time did not read the logs, as there was no indication of an alarm occurring. The pt had reported hearing a constant alarm. The pump was explanted and replaced. Following the procedure, the pt recovered without sequela. No dye or rotor study was performed. Additional info will be provided in a follow-up report as it becomes available.